Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was gradually rising in unipolar and bipolar. The capture thresholds were also increasing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.